Event description:
The customer reported that while in pt use, the blender was stuck at 60% when the ventilator was set at 21%. This incident occurred while in use on a pt (preemie) in the nicu. The ventilator was set to an fio2 of 21% but the delivered fio2 measured externally was actually 50%. The customer stated there was 'physical evidence of issues with the eyes.' The customer stated that the ventilator on board o2 monitor had been disabled and that no fio2 alarms had occurred (as expected). The customer said that they have changed their protocol requiring that fio2 value be selected as a displayed parameter on the graphics screen.

Manufacturer narrative:
(B)(4). The carefusion field svc tech evaluated the ventilator and replaced the gas delivery engine. The ventilator performs to specifications.